Manufacturer narrative:
Na.

Event description:
It was reported that during setup on the pt, the ventilator was plugged into a fully charged external battery and shut down immediately. The ventilator was then plugged into a second external battery and the ventilator still shut down. Neither external battery showed charge lights and the ventilator would not start on internal power. The ventilator would start when plugged directly into the wall. No pt harm reported.